Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci s hysterectomy with bilateral salpingo-oophorectomy and cystoscopy for dysmenorrhea and fibroids on (B)(6) 2012. Intuitive surgical was provided with the operative report. A CT scan report from 2008 was included as were significant numbers of medical records (narratives, office visits, lab reports) from the five years preceding her surgery. Postop visit reports were provided for (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012 there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Dense adhesions were noted during the procedure and these were taken down from the uterine cervix with blunt and sharp dissection until the bladder was dissected free of the uterine cervix. The uterus was 140g. Several small sections of bleeding along the cuff remained hemostatic with electrocautery. The pelvis was copiously irrigated and was found to be hemostatic. The davinci was undocked and a cystoscopy was performed. The right ureter was noted to be freely effluxing blue dye, the result of a residual kidney noted in 2008. The patient was awakened and taken to the recovery room in stable condition. On (B)(6) 2012, a CT scan revealed an acute pelvic hematoma. She was taken for an exploratory laparotomy for evacuation of the hematoma and repair of the postop bleed. Bleeding on her vaginal cuff was noted and it was repaired. She was awoken and recovered well. She was discharged on (B)(6) 2012 after strongly desiring this. The patient presented for a postop visit on (B)(6) 2012. Wounds were healing well. She had another postop visit on (B)(6) 2012 and had the flu. No additional information was provided after the date of discharge.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient experienced post-operative complications after undergoing a da vinci s surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.